Event description:
Literature: slavin kv. Technical aspects of peripheral nerve stimulation: hardware and complications. Prog neurol surg. 2011;24:189-202. Summary: the authors report on peripheral nerve stimulation complications seen since (B)(6) 2000. They reviewed 40 pts with pns implants who were followed for longer than 30 months. Reportable event: the authors report one revision due to lead migration at 9 months after original implantation. See literature article with MFR report# 3007566237-2011-05208.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. At this time no additional info was available, additional info regarding the pt, event, intentions and outcome has been requested.